Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Three units were found in retains from this lot. The wires were visually inspected and no similar concerns were found. One guidewire piece was returned for evaluation. The investigation is still in-process and a follow-up report will be submitted once the investigation is complete.

Event description:
Doctor gained access to the perforator vein with our access needle, put the access guidewire through the needle and pulled the needle out. The physician put the perforator stylet over top of the guidewire into the perforator vein. When the physician went to pull the guidewire out, the flimsy end of the access wire broke off and was left inside the patient. You could clearly see the piece of the guidewire on the us. So the physician had to use create a skin incision to gain access to the piece of wire. Then he used forceps to extract the wire. Once the wire was out, the physician proceeded to complete the perforator vein ablation procedure without incident. Post procedure the physician prescribed an antibiotic, keflex 250 bid for 10 days as a precaution.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Three units were found in retains from this lot. The wires were visually inspected and no similar concerns were found. One guidewire piece, about 120 mm long, was returned. The solder of the coil to the core and the weld at the tip appeared to be intact. Under magnification, the area of separation appeared to be bent at roughly a 90 degree angle, which may indicate the application of undue force. Trailing material was left at the area of separation. A definitive root cause could not be determined for this issue. Only the guidewire was returned, so it cannot be determined if other components interacting with the guidewire may have caused the issue (for instance, the perforator stylet mentioned in the event description, which is not part of the argon kit). The instructions for use state, "withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guidewire damage, breakage, or embolization," and "avoid withdrawing the guidewire through metal needles; guidewires may shear or ptfe coating may scrape off against the needle bevel."